Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings, excessive no delivery alarms and low battery alert from the insulin pump. The customer stated that she passed out in the middle of the night while going to the bathroom. The customer stated that her husband gave her a peppermint patty and her blood glucose was 65 mg/dl in the morning. The customer stated that her husband drove her to the hospital because she had chest pains. The customer stated that she was released with a diagnosis of hypoglycemia with "a typical" chest pain. The customer declined all troubleshooting on the pump.